Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported giving herself 300 units of insulin. Advised the customer to treat her blood glucose right away. The customer stated that her blood glucose was 42mg/dl before calling the helpline. Customer began to treat her glucose with orange juice and hard candy. The customer stated that the reservoir was removed from the insulin pump and the reservoir was empty. The customer had disconnected during her infusion set change earlier in the day. Instructed customer to measure again her glucose and it was 59mg/dl. The customer stated that she will call her friend who is a nurse to take her to the hospital. The customer called back and stated that she did not rewind the insulin pump prior to inserting the reservoir into the insulin pump and forced the reservoir into the insulin pump while still connected and pushed all 300 units into her body. The customer stated that her blood glucose is stable. No further info was provided.